Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) was completed. The monitor was returned as routine maintenance and found to be fully functional. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. No adverse event resulted from the pulse reset.

Event description:
A retroactive review of pt flag files in the lifevest network identified a monitor reset following a treatment on (B)(6) 2014. A zoll representative reported that a (B)(6) male patient had been treated. Review of the patient's downloaded data indicates that the lifevest deployed gel at 08:53:19 and subsequently delivered an appropriate treatment at approximately 09:39:08 during an episode of ventricular tachycardia. The lifevest monitor reset following the treatment. The pt was transported to the hosp. There was no death associated with the defibrillation event.